Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging. The patient is doing well following the revision.

Manufacturer narrative:
The explanted ipg will not be returned to bsn for further evaluation as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.